Event description:
Acct. Reports two incidents in which injection site was forced down inside the housing. States they used the needlelock device to access the septum. Occurred on a pediatric pt., occurred when accessing the septum. Not when withdrawing the needlelock. Injection site changed which is considered a nursing intervention. No medical intervention needed for pt. ***note attached to the samples stated that "these had not been placed on pt yet".